Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the image disk of ippc had problem. During troubleshooting, the fse that the image disk space was low and found some repaired patient record. The fse deleted those records and recreated the database. After recreating the database, the system was returned to use in good working order.

Event description:
It was reported to philips that there was an issue with the image storage disk of the ip-pc. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.